Manufacturer narrative:
The device was rec'd by depuy synthes power tools. The device was evaluated and the complaint of "will not secure attachment" was confirmed. In the pre-repair diagnostic assessment, the visual assessment showed a modified set screw was loose. If add'l info is rec'd, a supplemental report will be sent. (B)(4).

Event description:
Report rec'd from (B)(6) stating that the device "will not secure attachment." The device was not being used during surgery. It is unk if injury or medical intervention occurred. There was no add'l info provided.